Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) required explant due to it being defective. Unfortunately, the model number, serial number, patient name, and the nature of the malfunction were not provided to guidant. Consequently, follow up cannot be made.